Event description:
It was reported that during a port placement procedure, the dilator sheath was allegedly broken and could not be inserted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one fully peeled 8.0fr peel-apart sheath and vessel dilator were received for evaluation. Visual evaluation was performed. Twisting and kinks were noted throughout both peeled sheath shafts were considered incidental. No anomalies were noted to the vessel dilator. Therefore, the investigation is inconclusive for the reported fracture and difficult to insert issues as the returned sample was not in proper condition to test for the reported issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the dilator sheath was allegedly broken. There was no reported patient injury.